Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the programmer's display brightness and colors were lower than expected. It was determined on analysis that the programmer tested out of specification as it was identified that the stylus was broken and did not work. It was also determined at analysis that the left side of the bezel was damaged, and the paper tray was nearly empty. The upper hinges were broken, and the lower bullets were missing. The cooling fan was noisy. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's display brightness and colours were lower than expected. The programmer was returned for evaluation and subsequently tested out of specification during manufacturers evaluation. There was no patient involvement.